Event description:
(B)(4).according to the information received, an end user reported a catheter had sharp edges. The user stated because of her disease (ms) she did not feel any pain at insertion however, when she removed the catheter there was blood on the catheter and blood dripping out of her urethra. She did not go to the doctor as the bleeding stopped immediately.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed. Follow up #1: product was returned and evaluated via finger and friction testing. Friction testing resulted in all values within the device specification. A recheck of product documentation for this lot did not reveal any deviations. Based upon the friction testing on returned products this complaint cannot be confirmed as reported.

Event description:
(B)(4). According to the information received, an end user reported a catheter had sharp edges. The user stated because of her disease (ms) she did not feel any pain at insertion however, when she removed the catheter there was blood on the catheter and blood dripping out of her urethra. She did not go to the doctor as the bleeding stopped immediately.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.